Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 518 mg/dl, and that she treated it with a manual insulin injection. Troubleshooting was initiated to inspect the pump and its components for damage and functionality per customer request. No apparent damage or anomalies were noted with the pump and the cannula the customer was using was straight, but customer declined to perform the high pressure test. Customer was advised to change the infusion set. No products were returned and two different types of infusion set was shipped to the customer.